Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 550 mg/dl and correction boluses were delivered in an attempt to lower the bg level. The customer reported not to have responded to the insulin that was being delivered. Due to diabetic ketoacidosis (dka), the customer went to the emergency room (ER). The ketone level was considered as dangerous. The customer was treated with intravenous fluids, insulin injections and lantus. After 3-4 hours, the customer left the ER with a bg in the mid 200's mg/dl. The customer was feeling better and the ketones were gone. The customer was reluctant to use the pump to manage diabetes and reverted to using insulin injections.